Event description:
The covidien monoject bluntfill needle caused coring in marcaine 0.25%/ epinephrine 1:200,000 50 ml vial. We are seeing a dramatic increase in coring with this model of bluntfill needle.